Event description:
The customer reported that the display intermittently could not be read.

Manufacturer narrative:
The customer reported that the display intermittently could not be read. The device was evaluated at philips, but the symptom could not be duplicated, and the device passed extensive testing. The device has been returned to the customer. The technician had noted a loose screw inside the device, and that the device had been opened. The loose screw was reseated. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.